Event description:
Intented use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionizationtime of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in hong kong notified biomérieux of discordant results for one specimen between vitek ms, vitek, bruker system and pcr in association with vitek ms instrument (ref. 410895, serial number: (B)(4)). Customer received a sputum specimen, subcultured it on various agars, i.e. Macconkey agar, mhs, and cos. The specimen was being identified several times and majority results was l. Monocytogenes and no identification. One spot was identified as low discrimination to listeria monocytogenes - staphylococcus. Capitis - prevotella intermedia. Result was not reported by the laboratory. Notes : - according to the complaint description, for the potential misidentifications to listeria monocytogenes, customer used the vitek ms yeast protocol preparation (formic acid + matrix) instead of the vitek ms bacteria protocol preparation (only matrix). - according to the complaint description, for the potential misidentification to staphylococcus capitis and for the no identification results, customer used the correct vitek ms bacteria protocol preparation (only matrix). However, there is no clear information of which protocol has been used for each spot. Customer tested the specimen using other methods, the results are listed below:gram-stain = gram negative rod. Colony morphology = yellow pigmented - non-beta-hemolytic. Oxidase test = positive. Bruker biotyper = unspecified results (all scores are inferior to 2). Vitek 2 gn ID = slashline: neisseria animaloris/zoodegmatis. Vitek 2 nh ID = low discrimination: kingella denitrificans / nesseria elongate / neisseria weaveri. Pcr test = confirmed listeria monocytogenes negative. Based on the information provided in the complaint: the cause of the potential misidentifications to listeria monocytogenes is an ¿operator error / off label use¿ because the customer obtained the potential misidentification by using the vitek ms yeast protocol preparation (formic acid + matrix) instead of the viteks ms bacteria protocol preparation (only matrix). With the correct protocol preparation, customer obtained no ID (there was no misidentification), these noid results were confirmed with another vitek ms instrument. The cause of the potential misidentification to staphylococcus capitis is unknown. However, as staphylococcus capitis is part of the normal flora (present on the skin of the human scalp, face, neck, scrotum, ¿) it cannot be excluded that it was a contaminant present in the sample. The species could also be outside the vitek ms knowledge base v3.2. Additionaly, it has been observed that the fine tuning has drifted under the vilink alert tool criteria, it could also be the cause of the identifications issues. Further investigation on the strain is needed in order to confirm the identification and the cause of the issues. At the time of the global assessment, there is no indication or report from the customer that this event led to any adverse event related to any patient's state of health. An investigation has been initiated.

Manufacturer narrative:
Context: a customer in hong kong notified biomérieux of discordant results for one specimen between vitek ms, vitek, bruker system and pcr in association with vitek ms instrument (ref. 410895, serial number: 52365). Vitek ms results : the specimen was tested several times from 23-05-2022 to 24-05-2022 23 may 2022 spot c3 = no ID spot i3 = listeria monocytogenes spot c4 = no ID spot d1 = listeria monocytogenes spot d2 = no ID 24 may 2022 spot a1 = staphylococcus capitis spot a2 = no ID spot f2 = no ID spot e3 = no ID spot f3 = listeria monocytogenes spot f1 = low discrimination to listeria monocytogenes - staphylococcus capitis - prevotella intermedia spot f1 = no ID spot f2 = no ID spot f3 = no ID spot g3= listeria monocytogenes spot g4 = listeria monocytogenes spot h1= no ID spot h2 = no ID notes : according to the complaint description, for the potential misidentifications to listeria monocytogenes, customer used the vitek ms yeast protocol preparation (formic acid + matrix) instead of the vitek ms bacteria protocol preparation (only matrix). According to the complaint description, for the potential misidentification to staphylococcus capitis and for the no identification results, customer used the correct vitek ms bacteria protocol preparation (only matrix) however, there is no clear information of which protocol has been used for each spot. Other methods : gram-stain = gram negative rod colony morphology = yellow pigmented - non-beta-hemolytic oxidase test = positive bruker biotyper = unspecified results (all scores are inferior to 2) vitek 2 gn ID = slashline: neisseria animaloris/zoodegmatis vitek 2 nh ID = low discrimination: kingella denitrificans / nesseria elongate / neisseria weaveri pcr test = confirmed listeria monocytogenes negative expected ID: unknown investigation: batch history record and complaint trend analysis there is no CAPA related to the customer¿s complaint recorded. A complaint history review was completed for this issue concluded with no implication of a trend. This complaint has not been identified as a systemic quality issue. Investigation results fine tuning according to the vilink alert tool criteria, a fine tuning was needed during the tests. A new fine tuning was performed on (B)(6) 2022 ((B)(4)) spot preparation quality the sample and calibrator ¿all peaks¿ values are quite heterogeneous. Based on this finding, the spot preparation quality needs to be verified with the customer. Kb review neisseria spp is not present in vitek ms kb v3.2. Vitek ms identify organisms at species level. In this case, it was possible to identify the organism at genus level only. Sample data analysis reprocessing the customer data with vitek ms kb v3.2 show heterogeneous results : one spectra led to single choice to staphylococcus capitis five spectra led to single choice to listeria monocytogenes one spectra led to low discrimination to prevotella intermedia - listeria monocytogenes - staphylococcus capitis eleven spectra led to no identification result both potential misidentifications to staphylococcus capitis and listeria monocytogenes were obtained with low scores. Biomérieux qc lab has tested the customer¿s strain (5 spots). They obtained no identification results for all tests with vitek ms kb v3.2 and with next vitek ms kb v3.3 under construction. Biomérieux quality control laboratory did not reproduce the customer misidentification issue to staphylococcus capitis and listeria monocytogenes with their vitek ms (optimal spotting and optimal system status). Biomérieux r&d investigations allowed to identify the strain to neisseria spp based on 16s sequence analysis (ncbi blast). It means that the species is not clearly defined and therefore not in the vitek-ms and vitek 2 databases. Furthermore, it was not possible to obtain a reca sequence which doesn't allow to precise the identification. It can explain the no identification obtained by our biomérieux quality control laboratory and identifications issues obtained by the customer. Expected identification after investigation neisseria spp conclusion: based on these findings and as biomérieux quality control laboratory¿s vitek ms worked as intended (with optimal spotting and with optimal system status), the following causes of the customer¿s identifications issues are retained : system limitation (species not present in the vitek ms kb v3.2) non optimal spot preparation fine tuning has drifted under the vilink alert tool criteria.